Event description:
A patient had an estimated blood loss of 500 ml when the blood in two consecutive extracorporeal circuits was not returned following ¿blood in dialysate¿ alarms. Both times, the dialysate was noted to be clear however, the fluid at the drain tested positive for blood with a hemastix. The patient exhibited no symptoms and vital signs were unchanged. The patient was discharged home and returned the following day, completing a successful dialysis treatment.

Manufacturer narrative:
The actual device involved in the event was not returned. Two companion dialyzers from the same lot as the lot involved in the event were returned and they were tested for blood leaks and no leaks were found. The complaint database was reviewed and there were no other blood loss complaints reported for lot c413119201 from other customers.